Manufacturer narrative:
Correction provided in h6.

Event description:
Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was reported the patient did not complete treatment on the day of the event and had a sharp drain pain that subsided after the patient stopped treatment. There was fibrin noted in the patient¿s effluent. The patient was seen in the clinic the next day where effluent samples were sent to the lab and came back negative. The patient was given heparin for as needed use. The patient¿s effluent remains clear. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Event description:
Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was reported the patient did not complete treatment on the day of the event and had a sharp drain pain that subsided after the patient stopped treatment. There was fibrin noted in the patient¿s effluent. The patient was seen in the clinic the next day where effluent samples were sent to the lab and came back negative. The patient was given heparin for as needed use. The patient¿s effluent remains clear. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Event description:
Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was reported the patient did not complete treatment on the day of the event and had a sharp drain pain that subsided after the patient stopped treatment. There was fibrin noted in the patient¿s effluent. The patient was seen in the clinic the next day where effluent samples were sent to the lab and came back negative. The patient was given heparin for as needed use. The patient¿s effluent remains clear. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the patient line during fill 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment. Fluid was discovered in the pump module are. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.